Manufacturer narrative:
Visual inspection noted broken rods. A fracture analysis was performed to facilitate a more detailed investigation of the returned devices. Results noted that the fractured surfaces exhibits deformation of material indicative of rods rubbing against the pedicle screw heads post fracture. No other defects or abnormalities were identified during device evaluation. A review of the below device history records (dhrs) acknowledged that no issues were identified during the manufacturing and release of this product that could¿ve been attributed to the problem reported by the customer. A review of the complaint trend analysis found no observed trends for issues of this nature. The root cause is undetermined. Although no conclusions can be drawn, it was noted from the reported event description that patient had been in a car accident after initial implantation which may have caused the rods to break. Therefore, in the absence of an identified device manufacturing/release issue or observed trend, this complaint will be closed with no further action required.

Event description:
It was reported that patient was previously fused from l3-s1 with interbody fusion at l3-l4. Patient experienced l2-l3 adjacent level failure and surgeon was doing a removal / re-fusion of l2-s1. When removing old hardware, it was discovered that two peek rods had been broken bi laterally at the l3 level. All hardware was removed and re-instrumented with new hardware and titanium rods. It was reported that patient had been in a car accident after initial implantation which may have caused breakage. This medwatch report is being filed for the first broken peek rod. See mfg medwatch report no. 1526439-2013-20874 for the second broken peek rod. Concomitant devices: expedium poly screws, 179712745 x 6; expedium poly screws, 179712740 x 2; expedium peek set screws, 186782000 x 8.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation.